Manufacturer narrative:
The investigation for the thrombocytopenia, stroke, and hemolysis has been completed. The impella 5.5 pump was returned for evaluation and was visually inspected. A biomaterial around outflow cage observed, but none wrapped around the impeller. Data logs show no motor current (mc) spikes outside of p-level changes; therefore, this biomaterial was likely picked up on explant of the pump as observed in the clinical. No sharp edge or broken blade found on returned product. Only data logs available to (B)(6), the pump was explanted on the (B)(6), however this is sufficient data logs for investigation as hemolysis was reported on the (B)(6). No mc spike observed outside of p-level changes during the time of the reported hemolysis. Many unknown impella position alarms observed near case start which resolve, no comments in clinical regarding positioning issues. Many suction alarms occurred with variable flows and ps. Ps trends down slightly throughout the case. Flows are consistently noisy and variable throughout support, though within acceptable values for the p-levels. The patient's plasma free was trending up while on support but was fluctuating from 12/11 to 12/13 (50, 130, 110) until hemolysis concerns reported. The root cause of the hemolysis issue was most likely patient condition related. The root cause of the stroke and thrombocytopenia could not be determined without additional information.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: impella cp with smart assist system & impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella cp with smart assist system & impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella 5.5 for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient on impella 5.5 support, computed tomography scan of the head confirmed left posterior lower lobe infarct and right lobe abnormalities. Also, the patient was heparin-induced thrombocytopenia positive per panel and was switched to argatroban. Additionally, hemolysis is a concerned which it was detected via plasma free hemoglobin. The patient remains on venous-venous extra corporeal membrane oxygenation, impella 5.5, continuous renal replacement therapy, and ventilator. The patient survived the events.